Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that about six weeks post-implant, this right ventricular (rv) lead was explanted and replaced with a non-boston scientific lead, due to failure to capture. No additional adverse patient effects were reported. The explanted lead was not returned for analysis.